Event description:
The pt received several cypher stents in the svg to omb. Three days later, the patient received a 2.5 x 18mm cypher stent in the bifurcated portion of the cx to the omb2 and a 2.5 x 23mm cypher stent in the cx. During this procedure, a 2.5 x 28mm cypher stent could not cross the lesion. Upon removal, it was noted that the stent's strut had uplifted. The stent was discarded. Post implant, the pt had vasospasms which were successfully treated with ic nitroglycerine. Two weeks later, the patient was hospitalized with an infero-lateral mi. Angiogram revealed thrombosis in the 2.5 x 18mm cypher stent in the ostium of the omb2. This was treated with ptca and placement of two non-cordis bare metal stents.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report #'s 3003742446-2006-00168 & 3003742446-2006-00169. This report represents the 2.5 x 28 cypher stent that was noted to be "crimped." The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. A male pt with a history of recurrent angina, previous mi's, previous pci of the lad, mid circumflex and circumflex/ omb, hyperlipidemia, hypertension, cad, hypercholesterolemia, recent CABG (svg to rca, sequential svg to omb1 to omb2 and lima to lad) and smoking experienced a thrombotic event and ami three weeks post cypher stent implantations. In addition, the pt also has a history of thrombotic events post bms stents. Initially, the pt was admitted with angina and ischemia and underwent an angiogram that revealed an lvef of 42% and extensive multi-vessel cad. This patient's extensive history, aggresive cad and emergent presentation put him at increased risk for mace. In addition, his history of post implant thrombotic events puts him at increased risk for further thrombosis. Pre procedural medications included plavix; while intra procedural medications included plavix and angiomax. The administration of asa, heparin or gpiibiiia and the performance or recroding of acts was not reported. The svg to omb1 was described as a bypass graft, 99% occluded, sluggish and diffusely diseased. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 2.50 x 13mm cypher stent. Initial attempts to reach the lesion were unsuccessful and the product was removed with the guiding catheter as a single unit. The guiding catheter was exchanged for better back-up and the cypher sds re-advanced and deployed in the distal anastomosis of the svg at a maximum inflation pressure of 11 atm. This was followed by the progressively more proximal placement of two 2.50x28mm and one 2.50 x 18mm cypher stent at maximum inflation pressures of 11atm. Another 2.50 x 28mm cypher stent was deployed in an area where two of the stents did not overlap at an unknown maximum inflation pressure. According to the IFU, the use of more than two cypher stents has not been clinically studied. The entire segment of the svg to omg2 was then post-dilated for a satisfactory result. The pt was discharged from the cath lab on medications that included plavix. Prior to being discharged from the hospital, the pt returned to the cath lab three days later for the second half of a planned staged procedure. Pre procedural medications included plavix; while intra procedural medications included angiomax. The performance or recording of acts was not reported. The omb1/ circumflex was described as native, restenotic, 95% occluded, greater than 20mm in length, ostial, timi flow of 1, and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. This was first treated with double-wire and kissing balloon technique. The balloon located in the circumflex was left in place while second ptca balloon was exchanged for a 2.50 x 18mm cypher stent in the ostium of the omb1. The stent was then deployed at 8atm while again inflating the circumflex balloon. According to the IFU, this is below the nominal pressure for the placement of a cypher stent. A residual stenosis of 5% was reported despite post-dilation. The pt is reported to have had vasospasms during stent placement and post-dilation that was successfully treated with ic nitroglycerine. The mid circumflex was described as an isr, 90% occluded and native. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. Attempts to cross this lesion with a 2.50 x 28mm cypher stent were unsuccessful. The product was retrieved by pulling it back into the guiding catheter without injury to the patient. During its removal however, the stent was 'crimped.' According to the IFU, an sds with an un-deployed stent should be removed with the guider in order to prevent stent dislodgement. The lesion was then re-dilated with a ptca balloon prior to the placement of a 2.50 x 23mm cypher stent at an unknown maximum inflation pressure. The pt is reported to have had vasospasms post implant and these were successfully treated with ic nitroglycerine. A residual stenosis of less than 5% was reported post-implant. The pt was discharged from the hospital the next day on medications that included asa and plavix. Three weeks after the first procedure, the pt was hospitalized with an infero-lateral mi. An emergent repeat angiogram revealed thrombosis in the 2.50 x 18mm cypher stent in the ostium of the omb2. This was treated with ptca and the placement of two non-cordis bms. Conclusion: there are multiple patient, vessel, procedural and possible pharmacological factors that may have contributed to these events.